Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the values defined by the user change without any action; some values randomly skipped; inaccurate adjustment of values. The customer reported patient involvement and no patient harm.

Manufacturer narrative:
(B)(4).